Event description:
Approximately one year and eight months post hvad implantation, it was reported that the patient experienced premature power switching from one port to the other. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement battery. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the battery ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (ifu00001): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The heartware vad is used for treatment not diagnosis. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The battery passed visual inspection and functional testing. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power source switching are most often attributed to a communication anomaly between the battery and controller. Abnormal power switching is being investigated in an internal manufacturer investigation. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Pump remains implanted.